Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37791,product type: recharger. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that both of the patient's implantable neurostimulators (ins) appeared to be overdischarged. The patient's sister was in charge of recharging the inss and they had not been able to go to the nursing home to charge the inss. The patient suffered from dementia and was unable to charge their inss. An appointment to troubleshoot the issue with a manufacturing representative was scheduled for (B)(6) 2016. At the appointment, the manufacturing representative discovered the patient's recharger and antenna were malfunctioning and would not charge the inss. The antenna was damaged. The recharger was not connecting to the inss and a reposition antenna screen was being displayed. The recharger antenna was going to be replaced. The patient was able to successfully charge the inss without any issues using the manufacturing representative's recharging system. The patient was doing fine and their sister was going to be more diligent in making sure the inss are recharged. On (B)(6) 2016, a consumer reported they received a replacement recharger antenna, but the recharger was still showing a poor communication screen and there was poor coupling. No diagnostics were done and no interventions were taken. No surgical intervention occurred or was planned. The patient was alive with no injury and the issue was not resolved at the time of this report. The patient's indication for use is parkinson's dual and movement disorders. Refer to manufacturer report #3004209178-2016-03680.